Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replaced an old, discolored reticulocyte sample line tubing to the flow cell. The fse identified the rinse line leaking and replaced the rinse line tubing. The fse identified the clearing chamber was also leaking, and replaced the clearing chamber. The fse then began running samples. However, the instrument did not produce volume and conductivity readings for both the differential and reticulocyte tests. The fse found that the flow cell cable to the bottom of the flow cell was corroded, resulting in dc/rf (direct current relative frequency) errors. The fse replaced the corroded cable, aligned the flow cell and verified the instrument. The fse also identified and replaced a defective rf preamp. (B)(4).

Event description:
Customer reported reticulocyte test results were not being generated when using the coulter lh 750 hematology analyzer. A contained leak of reticulocyte clearing solution, approximately 2 ml which occurred only upon instrument startup, was identified. The operator was wearing personal protective equipment of lab coat, protective eyewear and gloves. There was no report of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.